Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the keypad cover is intact. The down button responds intermittently and all other buttons respond appropriately. The keypad cover was removed and contamination was found under all contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a button keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow is under responsive. The reporter stated that the patient had a blood glucose (bg) of 45mg/dl with unsteadiness when standing and/or walking, severe dizziness and/or severe headache, and confusion and/or disorientation. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated that the patient reported that they know they gave them self more insulin that they should have because they were not able to get the down arrow to work. This report is being made due to the hypoglycemic event the patient experienced due to an alleged button keypad issue.